Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to improper handling (impact from a fall) by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus followed up with the customer to obtain additional details regarding the event but no response or information has been provide by the customer. The referenced device was returned to olympus for evaluation and the customer¿s reported allegation could not be confirmed. However, the evaluation found a chipped coverglass at the distal end of the outer tube. Also, the inspection noted the light guide fiber bonding at the distal tip end of the scope is damaged. The review of the device history records for the concerned serial number without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; therefore, the cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer returned the endoeye high definition ii, autoclavable video telescope to the repair center for evaluation of a reported "external contamination". During the repair inspection, a chipped plan glass (coverglass) at the distal end of the outer tube was identified. No death or injury and no impact to patient or other has been reported. This report was submitted to capture the broken coverglass found during the repair evaluation.